Event description:
Patient complained that after 3 applications (uses) of the take home , whitening gel caused swelling and irritation in her throat. Her dentist advised that she seek her pcp (personal care physician). Patient did visit her doctor and they were unable to find a reason for the swelling and irritation. The patient has discontinued use of the product.

Manufacturer narrative:
The dfu was reviewed for warnings and cautions. It does state how to fill the trays (to avoid overfilling). It also notes that it is harmful if swallowed.